Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing was unable to replicate the reported issue. The mvs functioned as expected. It was noted the system has been utilized clinically since the issue occurred without recurrence. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a medtronic robotic scan and plan procedure. It was reported there was no issue when the site acquired anterior posterior (ap) images. When the site was going to acquire lateral images, the mobile view station (mvs) powered down. A manufacturer representative who was present was able to reboot the mvs, and the procedure was continued. This issue occurred intraoperatively and caused a 5-minute surgical delay. There was no reported impact on patient outcome.